Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting loss of capture. No changes or intervention was reported. There were no patient consequences.

Event description:
New information received notes the patient presented for a device check in clinic following unrelated open-heart surgery. It was noted that the right ventricular (rv) lead capture threshold which had been gradually climbing over the recent years had increased again post this surgery. Attempts at extraction were unsuccessful, the rv lead was therefore capped on (B)(6) 2025. The patient was stable.